Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient stated at his follow up appointment on (B)(6) 2016 due to his weight loss his scs is causing pain at the site on . He also stated that he would like to have it explanted. He stated at his follow up appointment on (B)(6) 2016 that he is not using his scs at all he would like to have it removed due to the pain over the site as well as it never really worked for him. He could never keep the battery charged and when he could charge it and he would turn it on he would experience a "zapping' parasthesias type sensation. Patient stated at their follow up appointment on (B)(6) 2016 that they only use their scs about 1% of the time and has been having issues keeping it charged. Patient stated at their follow up appointment on (B)(6) 2017 that they have not been able to charge their scs at all and does not use the scs because it does not work for him anyway. Patient requesting to have it removed. The explanted/not replaced component: entire system action date: (B)(6) 2017 and it was resolved without sequelae (B)(6) 2017. It was noted that the event was related to the device or therapy, not related to the implant procedure. No further complications were noted or anticipated.